Event description:
Blurred vision; I had cataract surgery on (B)(6) 2021 on my left eye. I elected the alcon trifocals implant so I won't be needing glasses after the surgery. My vision was worse after the surgery right away. Blurred vision on the eye of the surgery which affected my driving and work performance. I saw 3 different ophthalmologist and 2 retina specialists since then, trying to figure out where the blurriness is coming from. Most recent visit ((B)(6) clinic) some scar tissue was seen which explains the distortion (which I didn't' have right away) but not the blurriness. After seeing all these doctors, which they can't see anything wrong with my retina, or the position of the implant, I am suspecting the implant itself. I will see a lens specialist also in (B)(6) (back at (B)(6) clinic). Please note that I have scans and tomography of my retina 3-4 right after the surgery and another one done 2 weeks ago. I am willing to provide any and all of my medical records (related to this) for an evaluation by your team. Let me know what additional information I can provide . Much appreciated. FDA safety report ids # (B)(4).